Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
To initial report date received by MFR: should be 12/05/2014. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was visually inspected at (B)(4) microscope magnification reveals that the lens received has one haptic broken, cut in a half, viscoelastic residues and surface residuals (fiber/particles) on the lens, compatible with handling the lens in a non-controlled particle environment. No cosmetic defects related to manufacturing were found in the returned lens. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The manufacturing records were reviewed. All process operations documented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass disposition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. The product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of a tecnis 3-piece za90030220, the surgeon was removing the injector and the haptic came out with the injector. The report indicated the iol was not fully implanted. The surgeon enlarged the incision and removed the iol. A vitrectomy was not required. No patient injury reported.